Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause/contributing factors of the superficial battery, recharge quality issue, and dead implant were unknown. The patient had a hard time getting to excellent charging status, but this could have been due to the patient not having the belt with them. The rep recharged with the patient yesterday and got it to 30%. The patient wanted to finish at home. The issue was resolved, and the information was confirmed by the physician.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was rep reports the pt's implant is dead and they are trying to charge the implant. Rep reports they are able to get a good charge quality, but can only get it to stay excellent for like 2 seconds and then it kicks back over. Caller also reports the battery is superficial. The caller was not with the patient. Agent reviewed positioning. Rep states this began last week. No symptoms were reported.